Manufacturer narrative:
Zimmer biomet complaint number :(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that one driver broken in the wrench.

Manufacturer narrative:
An unknown driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Two supplied items (tw30: do not use - wrench 30ncm advent tap sv screwvent; manufactured by: pro-dex micro motors; supplier ID: (B)(4)) were not returned for investigation. Therefore, visual evaluation could not be performed. This investigation addressed only the unknown driver and the reported/related event using applicable instructions for use, risk files and other available information. Pictures were provided by the customer. The image shows the product fractured at the tip. Malfunction. Pre-existing patient factors, x-ray, tooth location is not relevant to the reported event. The length of the device usage is unknown. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed as the customer submitted pictures. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.